Event description:
The pt reported a recent increase in their pain. The hcp determined the catheter had become disconnected from the pump. The fluid around the pump was analyzed and it was determined to be fentanyl. The drug contained in the pt's pump was fentanyl (32 mg/ml) delivered at 20.5 mg/day. The hcp emptied the pump and performed a distal revision of the catheter. The pump was filled with saline. The pt reported suffering withdrawal symptoms during the time the saline was in their pump. The pt was given oxycodone and duragesic patches to help with their symptoms. A few days after surgery, the pump was filled with morphine (unk concentration/dose). The pt reported that they still have "considerable pain and need a pump adjustment".